Event description:
Patient turned and balloon ruptured. Appeared to be mechanical balloon separation from the tip of the device. Per primary nurse: in terms of what happened that day, I observed alarming of the iabp [intra-aortic balloon pump] for helium loss for which the iabp automatically turned off at 9:55am. I immediately checked the patients groin site and found that blood was backing up in the helium tubing. I checked the machine that the tubing was still connected and double checked that the iabp was off. The charge nurse came in to help, and we contacted the team who came to bedside. The helium tubing was clamped to prevent blood from further backing up. Patient was otherwise stable symptomatically and vital signs wise. The cath lab team came to bedside and removed the iabp soon after. We observed that there was no tear in the balloon, but where the balloon was connected to the wire had come loose. Manufacturer response for intra-aortic balloon catheter, arrow ultra 8 fiberoptix iab catheter ¿ 50cc-8 french (per site reporter). Teleflex requests catheter to be sent to teleflex for evaluation.